Event description:
It was reported that there were low bi-polar impedances on contacts 2 and 3. Electrode impedance between contact 2 and 3 was 120 ohms. Unipolar impedances for 2 and 3 were c/2-740, c/3-789 and therapy impedance was c/1-901 and c/2-953. The operation note from the (B)(6) 2014 lead revision indicated that the insulation between the first two electrodes was scrapped off. No outcome was provided. Further follow-up is being conducted to obtain this information. If additional information is received a supplemental report will be submitted. Reference manufacturer¿s report number: 3004209178-2014-22045.

Manufacturer narrative:
Concomitant products: product ID 37602, serial# (B)(4), implanted: (B)(6) 2013, product type implantable neurostimulator; product ID 3387, lot# j0235462v, implanted: (B)(6) 2003, explanted: (B)(6) 2014, product type lead; product ID 3387s-40, lot# va0jfuh, implanted: (B)(6) 2014, product type lead; product ID 748240, serial# (B)(4), implanted: (B)(6) 2003, product type extension; product ID 3387s-40, lot# va0jfuh, implanted: (B)(6) 2014, product type lead; product ID 748240, serial# (B)(4), implanted: (B)(6) 2003, product type extension; product ID 37602, serial# (B)(4), implanted: (B)(6) 2013, product type implantable neurostimulator. (B)(4).